Manufacturer narrative:
Arjo was requested for service of the carevo shower trolley due to malfunction of the side support. Upon the inspection of the device performed by the arjo representative it was found that both handles on one side support were defective (latches broken off). The customer facility representative was not able to determine in what circumstances this fault occurred as the issue was detected when the trolley was being prepared for use. No injury occurrence was reported. The faulty side support handles were replaced and disposed after repair. The carevo shower trolley is intended for assisted hygiene care, especially dressing/undressing and showering of patients in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. The product is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_8 dated on june 2013): inner, outer and down folded. The outer position can be adjusted for more space for the patient. Carevo is also equipped with the locking mechanism consisting of two handles which unlock the side support from the stretcher enabling it to be folded down either to outer position or to fold down position. Both handles must be used at the same time to be able to unlock. When locking there is no need to engage the handles. The handles are screwed to the side support frame with screws using a torsion spring and slide bearings. The side support frame is then attached in the stretcher frame using two dividable bearings. A small spring clip is attached to the end of the each handle to reduce wear on the handle. The side support handles are made of zinc alloy (called zamak). The carevo side supports are designed in compliance with the iec 60601-2-52. The product shall be safe to use for both carer and resident, so the following technical requirements were established for the side supports: the side supports shall withstand a vertical, downward, force of at least 750n (applied at the ends of the side support) with full functionality maintained; the side supports shall withstand at least 3000 cycles of repetitive forces of 100n in xyz-directions applied on patient grip; the side supports shall withstand a force of at least 500n (applied at the ends of the side support), in all directions with full functionality maintained. The design of carevo side support and the above stated requirements were verified with the long-term test, which was passed. What is more, in 2011 arjo arranged fem (finite element method) calculation, carried out by external laboratory services provider for the side support lock (handle) and side support, with load of 75 kg located in vertical position. The results of test were compared to material properties of zinc alloy used for the side support handle casting, which confirmed that the side support handle should withstand a far more stress without break of the material structure. The side support handles claimed in the investigated complaint were not available to be returned to the manufacturer for further evaluation as they were scrapped after the repair. Therefore, no further inspection could have been performed. According to the available information we are not able to establish the exact root cause of failure. However, the possible contributing factors might be related too not following the recommendations and warnings included in the device instructions for use. The IFU for carevo shower trolley clearly states that: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." The IFU also contains description of correct patient positioning. The caregiver should position the patient in the carevo with the patient's head towards the head end and feet towards the foot end. Caregiver should also make sure the patient's hips are centrally positioned over the flexi zone. The ergo-access area is intended for caregiver to be able to reach the patient better. The caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired. Moreover, the IFU warns user about the necessity of checking if side supports are properly closed and locked: "warning! To avoid patient from falling out of the device make sure that all side supports are in a locked position." Additionally it is stated in the manual, that the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place. If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel. The check of opening handles to confirm that they lock properly is a part of every week functionality test routine. Please note that the main role of side supports (as per IFU) is to secure the patient and for better comfort patient should be positioned centrally. It shall be emphasized that if the quoted warnings and principles regarding positioning, pre-use check etc. Are not followed it should be considered as user error, which may contribute to adverse event. It was not possible to verify if caregiver was familiar with them as record of training was not provided to date and due to very few information available. The carevo involved in the incident was manufactured over 5 years before the malfunction occurred. The side support handles were not replaced by arjo during this period. Regarding the procedure described in maintenance and repair manual (please find the extract from 09.ba.03_3gb issued in december 2014): "(f) side support with handles and cover, note if bracket on each handle is missing. If bracket is missing, handle must be replaced." "Perform full feature functionality test. Demands for approval: free movement, secure locking inner and outer position." It should be taken into account that if the device was used without proper care and if the accidental impact occurred e.g. During transport of the device or patient care and transfer, it may have caused a deterioration of the material durability to excessive forces or immediate damage due to e.g. Collision with some obstacle or raising the lift when the side support was under an obstruction. In course of the investigation it was not possible to determine the exact cause of the claimed malfunction. No conclusion from the damaged part evaluation could have been drawn as it was not available for return to the manufacturer. The performed tests and analyzes confirmed that design of the carevo side support should assure handles endurance to damage, even when misuse occurs and only one handle is locked in position. In conclusion, the product failure occurred and the device did not meet the manufacturer specification. It is unknown if the device was used for patient hygiene at the time of malfunction and therefore if it was directly involved in the event. This complaint was decided to be reported to the regulatory authority in abundance of caution as the claimed defect may under specific conditions result in an injury and due to lack of information regarding the circumstances of malfunction occurrence.

Manufacturer narrative:
The faulty side support handles were replaced and disposed. The investigation is on-going and additional information will be provided within the next report.

Event description:
Arjo was requested for service of the carevo shower trolley due to malfunction of the side support. Upon the inspection of the device performed by the arjo representative it was found that both handles on one side support are broken. No patient involvement or injury occurrence were reported.